Manufacturer narrative:
G4: 06feb2020. B4: 10feb2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 11 nov 2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician attempted to calibrate the screen; however, the issue persisted. The technician then replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019.

Event description:
It was reported that the unit's touch panel was intermittently unresponsive. It was also reported that the touchscreen required calibration every 2-3 months. There was no patient involvement.